Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, noise was observed. When the patient presented for a follow-up the next day, no noise was seen and patient's condition was stable.